Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The physician reported significant difficulty inserting the angio-seal into the delivery sheath, describing the advancement as very rough. Although he heard both clicks, he found it extremely challenging to pull back and deploy the angio-seal, ultimately being unable to pull it back completely. The entire device was removed intact. Manual pressure was applied, and there were no adverse effects on the patients. The procedure performed was a chemo embolization. There was no blood loss reported and there was no patient injury or need for medical or surgical intervention. Additional information was received on (B)(6) 2024: a pre-deployment angiogram was performed.